Event description:
Philips received a report where a customer reported that while raising a pt for an exam, the up button on the right gantry control panel remained engaged. They pressed the up button repeatedly until it released and motion stopped. The pt was not harmed.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer reported that while raising a patient for an exam, the up button on the right gantry control panel remained engaged. They pressed the up button repeatedly until it released and motion stopped. There was no rescan or reinjection required. The philips field service engineer (fse) confirmed that there was no harm to a patient, operator or bystander. On (B)(6) 2013, the fse replaced the right gantry panel. The fse determined that the buttons were intermittently getting stuck when pressed due to mechanical wear out. The fse reported that after the replacement part was installed, the system functioned properly. The failed gantry control panel and log files/bug reports were not available for CT engineering evaluation; therefore, the cause of the failure was not able to be determined. The following mitigations apply: all systems are equipped with emergency stop as well as power off buttons which provide an immediate means for the operator inside the scan room or in the control room to stop any unintended table motion, including such resulting from a stuck gantry panel button. The emergency stop buttons are very obvious and located immediately adjacent to the gantry panels and within reach of an operator moving the table by depressing any of the gantry buttons in question. · the system performs a test for stuck buttons during initialization. · a collision calculation is done in each combination of vertical, horizontal, or tilt motion, preventing injury from collision. Motion control software verifies that motion commands are executed otherwise a fault condition is assumed and stops motion. Resistance protection is in place for couch horizontal motion, a force limit to pallet motion beyond which motion will stop and shutdown. Instructions in the instructions for use to observe the patient during all movements of the patient support. Table movement that is driven by the precision motors happens at a controlled low speed. This provides ample time for recognition of unwanted movement. At the same time, it provides an opportunity for most patients to respond to unintended positions resulting from such table movement. Operators/users of the system are specifically trained to position a patient in such a way that there is enough play in all indwelling lines and catheters to allow for the table motion that is expected during the scan. There has been no report of serious injury to a patient, operator or bystander as a result of this malfunction of the gantry control panel. CT engineering was unable to determine the probable cause of this malfunction. The fse determined the stuck button was caused by mechanical wear out causing the buttons to become intermittently stuck.

Event description:
Philips received a report where a customer reported that while raising a patient for an exam, the up button on the right gantry control panel remained engaged. They pressed the up button repeatedly until it released and motion stopped. The patient was not harmed.